Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a vga connector failure on an automated impella controller. There was not any patient use noted at the time of the malfunction.